Event description:
It was reported that the patient's ventricular myocardial lead was not capturing and had a high pacing impedance of greater than 9999 ohms. The lead is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's ventricular myocardial lead was not capturing and had a high pacing impedance of greater than 9999 ohms. It was further reported that the right ventricular (rv) lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.